Manufacturer narrative:
A steris service technician inspected the sterilizer and found the sterilizer to be operating properly. The technician observed no water leaks and was unable to duplicate the reported event. User facility personnel stated the location of the water leak was at the union on the steam generator. The technician removed the union and found no evidence of debris or deterioration. The technician proactively applied grease and tightened the union on the steam generator, tested the sterilizer and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their 54" evolution sterilizer and out onto the floor. No report of injury.